Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, anxiety, fear. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis (dvt), spinal injury and history of intercranial hemorrhage. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I live with the anxiety of having this filter that could fail at any time, but that cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it". Per an (B)(6) 2018 independent review of a computed tomography (CT) of the abdomen and pelvis dated (B)(6) 2018: "positive for caval perforation superior extent of ivc filter inferior l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated ivc series 2 image 107. Maximum distance prongs perforated 6.33 mm series 2 image 107. Coronal images 5.59 degree tilt left to right series 6 image 90. Sagittal images 6.95 degree tilt anterior to posterior series 4 image 115. Diameter of ivc directly above filter 19.68 mm x 24.24 mm series 2 image 83."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.